Manufacturer narrative:
Review of manufacturing records for the period in time when the device was manufactured did not show any deviations to the manufacturing process or errors. There were no manufacturing changes during this time period to suggest a change on the product. No additional information was provided by the initial reporter. While anteris continues to monitor, it appears at this time the event to be unlikely related to the product but rather associated with the complex intervention and challenges of vascular reconstruction in very young (infant) patients. Stenosis of repair causing obstruction of flow through repaired vessel has been identified as a potential hazard. The potential cause is intimal hyperplasia caused by vessel injury during reconstruction or repair. Flow obstruction is also listed as a potential adverse event in the product IFU.

Event description:
Final report. Report provided to anteris by EU distributor lemaitre vascular on 07/28/2023. Event occured 10/13/2021. Per the physician's narrative, "the patient was a 3 months pld infant, with hipoplasia of aortic arch operated in neonatal period. The arch was augmented with a 3d cardiocel matrix. He developed in two months a diffuse narrowing of all the aortic arch, not amenabel of percutanous treatment. When we reoperated him, we observed a prominent and diffuse neo-intimal thickening of the previously implanted patch, that reduced the lumen of the arch at a few millimiters. The patch could not be explanted, and an augmentation with another standard bovine pericardium patch was performed. After that, nearly two years later, the arch is good."

Manufacturer narrative:
Initial report, device not returned for inspection. Facility did not provide lot number or model number of device. Manufacturing dates listed are estimates. Investigation ongoing.

Event description:
Report provided to anteris by EU distributor (B)(4) on 07/28/2023. Event occured (B)(6) 2021. Per the physician's narrative, the patient was a 3 months pld infant, with hipoplasia of aortic arch operated in neonatal period. The arch was augmented with a 3d cardiocel matrix. He developed in two months a diffuse narrowing of all the aortic arch, not amenabel of percutanous treatment. When we reoperated him, we observed a prominent and diffuse neo-intimal thickening of the previously implanted patch, that reduced the lumen of the arch at a few millimiters. The patch could not be explanted, and an augmentation with another standard bovine pericardium patch was performed. After that, nearly two years later, the arch is good.